Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have localized melting on the main tube near the distal end. The complaint regarding an unknown issue was confirmed by failure analysis. The probable root cause is attributed to damage during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument tip seemed loose and would not hold its grip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.